Event description:
During an unknown procedure, the palmaz genesis could not be mounted on the balloon. No patient consequences reported. The device had been stored per IFU instructions.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during an unknown procedure, the palmaz genesis could not be mounted on the balloon. No patient consequences reported. The device had been stored and prepped per IFU instructions. No other information is available. The failure stent crimping difficulty reported by the customer was not confirmed during the analysis. However, per nni report: during the review of the product, it was found that the box had been opened and so had the pouch, the pouch had been scotch taped closed. Upon further review it was discovered that the stent had been severely damaged (crushed). During the investigation it was also discovered that the pouch had indentations from the stent, leading to the conclusion that the stent had been damaged while inside the pouch outside of the box (no damage to the box). There had to have been significant force applied to the stent for this type of damage to have occurred to both the stent and pouch, such as being stepped on. A review of the batch records for this job revealed no anomalous findings and the conclusion was that this job was produced to all cordis specifications. The crimping difficulty could not be confirmed through analysis and the exact cause could not be determined. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.